Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For (B)(4): a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: aug/25/2020. Expiration date: aug/23/2025. For (B)(4): a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: dec/23/2015. Expiration date: dec/23/2020. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient, who's undergone primary breast augmentation with a (left) 425cc mentor memorygel breast implant and a (right) 450cc mentor memorygel breast implant, suffered capsular contracture (baker grade iii/IV), post-procedure. The capsular contracture was diagnosed via physical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It was not specified which breast suffers from capsular contracture. Multiple follow-ups has been performed with no success of obtaining clarification. A supplemental report will be submitted when clarifying information becomes available. For now, both the left and the right breast implant's information will be provided.